Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle could not be specified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether there was any delay in the start of precleaning, whether the water and air nozzle was flushed, whether any abnormalities were found in the reprocessing accessories, whether the endoscope was immersed in the detergent solution, or whether the nozzle was wiped and flushed with detergent solution. The instruction manual states the detection method associated with the event in ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ , and preventative measures in ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.